Event description:
Information was received that a patient with an automatic implantable cardioverter defibrillator (acid) received inappropriate shocks. The physician performed an invasive procedure to evaluate the system and elected to remove this lead and a model 4320 from service. The physician was not able to isolate the cause of the inappropriate shocks. The leads were capped and remain implanted.device labeled for single use. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.